Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rusted / cracked video connector and a stain inside the charge coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was bad (blurry) due to rusted cracked video connector and stain inside the charge coupled device (ccd) was due to a faulty ccd. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image was bad when the connectors were inserted into the box. The issue was found during preparation for an unspecified procedure and was completed using a similar device. There was no delay and no reports of patient harm.